Event description:
It was reported that the ventricular lead had high impedance and high thresholds. The lead was revised and remains in use. It was further reported that there was high svc (superior vena cava) coil impedance and high pacing impedance. The lead was eventually capped and replaced. During the attempted extraction procedure, the physician damaged the lead insulation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated a lead warning alert, that the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range, that the impedance trend on the svc (superior vena cava) defibrillation coil was variable, that the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and that the impedance trend on the rv (right ventricular) pacing lead was rising.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the ventricular lead had high impedance and high thresholds. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.